Event description:
It was reported that the device was used during a gastrectomy, error code 4 was indicated. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Sent 10/29/2004. Eval summary: the device was returned with the clamp arm detached. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detached during this inspection and testing.